Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. It was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the esc button on the insulin pump was not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.